Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The reported issue by the user could be confirmed since the device has been expired 2 months prior the implantation. No risk can be evaluated. Stryker devices all passed the test for shelf life exceeding 5 years but only this time for sterility can be guaranteed. Please note that the instruction for use (v15052 rev c non-active implant IFU) was reviewed: ''products delivered sterile have either been exposed to a minimum of 25 kgy of gamma radiation from a cobalt 60 source or have been sterilized by vacuum steam sterilization (please see product label for sterilization method applied). Products not labelled as sterile are non-sterile. The packaging of all sterile products should be inspected for flaws in the sterile barrier or expiration of shelf life before opening.'' [Original statement(s)]. It's up to the healthcare professional to prescribe additional antibiotics in case of a potential infection risk. If any additional information becomes available, the investigation ill be reworked.

Event description:
During the sps surgery, the surgeon did not notice that the sterility date had been exceeded for the fibula plate being used. After inserting the plate it was noticed that the expire date had been exceeded. The surgeon changed the plate to another 5 hole plate. The expire date of plate was 4/30/2014.

Event description:
During the sps surgery, the surgeon did not notice that the sterility date had been exceeded for the fibula plate being used. After inserting the plate it was noticed that the expire date had been exceeded. The surgeon changed the plate to another 5 hole plate. The expire date of plate was (B)(6) 2014.